Event description:
The catheter was placed in the child's head in 2006. Five days later, the catheter broke.

Manufacturer narrative:
The sample has been received for analysis and is currently under investigation. A supplemental report will be submitted upon completion of the investigation.